Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set related insulin flow blocked alarm leading to high blood glucose of 400 mg dl and was treated with manual injection on (B)(6) 2026.